Event description:
A form was received reporting that the device was pacing inappropriately while the patient was driving, due to "excess stimulation of the accelerometer from muscle stimulation." The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.